Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed a white display and that the device was not completing the boot up process and kept cycling the power on. Physio reseated all of the device's internal connections which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the service indicator was present and event codes were logged in the memory of their device. The device's display is also intermittently going completely white. A white display can be indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Gtin/device identifier (di) number ¿ (B)(4)

Event description:
The customer contacted physio-control to report that the service indicator was present and event codes were logged in the memory of their device. The device's display is also intermittently going completely white. A white display can be indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.